Event description:
It was reported that a patient underwent a total laparoscopic hysterectomy procedure on an unknown date and absorbable hemostat was used. The product was applied to the vaginal cuff. Hemostasis was successfully completed during and immediately after use. One week later, the clot came out, and it was reported that the patient was bleeding again. The surgeon commented that if some force is applied before complete clot formation, the clot may come off and bleeding may occur. It may occur not only with the product but also when hemostasis is done with bipolar. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was cleaning performed after stopping bleeding with surgicel powder? Cleaning was performed. How much powder was used? The whole amount was sprayed. Was the surgeon using this product concomitantly with other hemostatic agents? No. How did the surgeon notice the rebleeding? The patient said that there was hemorrhage, so the surgeon confirmed it by echo 10 days after surgery. What tests and procedures were performed after the rebleeding? Antibiotics were prescribed. Did rebleeding prolong hospitalization? No. How is the patient's condition now? Good. How long has the surgeon been using surgicel powder? 1 year. Please let us know if you have any information about the patient's primary disease, medical history, patient characteristics, etc.: none. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? What date of index surgical procedure? What were the diagnosis and indication for the index surgical procedure? Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. What is the lot number? Was there any intraoperative concurrent use of other products? What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Was the surgicel product left in place? Was the excess irrigated and removed? What were current symptoms following the index surgical procedure? Onset date? Could you please provide the volume of blood loss? Aside from the prescribed medication, was there any additional surgical or medical intervention performed? Did the patient require blood transfusion? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative bleeding? What was the drug therapy used for the patient¿s post-operative rebleeding? How was the vaginal cuff closed? Did they only use bipolar for hemostasis prior to using the surgicel powder? What does it mean when the surgeon says the clot come out? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Additional information was requested, and the following was obtained: 1. Was there any intraoperative concurrent use of other products? No, the surgeon did not use other hemostatic products. 2. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? To address bleeding. 3. Was the surgicel product left in place? Was the excess irrigated and removed? No, the surgeon washed the side using the powder. 4. Could you please provide the volume of blood loss? No further information is available. 5. Aside from the prescribed medication, was there any additional surgical or medical intervention performed? No, antibiotics only. 6. Did the patient require blood transfusion? No. 7. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative bleeding? No, the surgeon said that if some kind of force is applied before the clot is completely formed, the clot may come off and cause bleeding. It is not limited to surgicel powder, but also when bleeding stopped with bipolar. 8. What was the drug therapy used for the patient¿s post-operative rebleeding? Antibiotics only 9. How was the vaginal cuff closed? We did not get the information, but we guess the vaginal cuff was closed with suture. 10. What does it mean when the clot come out? The clot disappeared. The following information was requested, but unavailable: 1. What is the lot number? Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What date of index surgical procedure? 3. What were the diagnosis and indication for the index surgical procedure? 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 5. What were current symptoms following the index surgical procedure? Onset date? 6. Did they only use bipolar for hemostasis prior to using the surgicel powder? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.